Event description:
The customer reported a ventilator turned on by itself and had low battery voltage. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that the power switch overlay had been replaced. The rse advised the customer that they may need to replace the user interface (ui) printed circuit board assembly (pcba) as this may be causing the unit to turn on.

Manufacturer narrative:
The customer reported that the power switch overlay was replaced to address the issue on the ventilator turning on by itself and not being able to be turned off. The customer called tech support and reported that the battery is only charging to 8 volts and vent turns off if disconnected from ac power. The battery will be replaced once it becomes available to address the reported battery issue.

Manufacturer narrative:
Further information regarding the battery repair has been requested from the customer, but no response was received.